Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displayed error codes e218 and e226. The time the event was discovered is unknown. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) is damaged, outer tube has a dent, error b31 occurs and no image is displayed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions " fibre bonding in the outer tube area (distal end) is damaged, outer tube has a dent was traced to component failure. Additionally, the most probable cause of the malfunctions "error b31 occurs and no image is displayed" was traced to a broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.